Event description:
Information was received that high impedance was confirmed to be seen prior to the surgery and that during the case, the lead pin was removed and re-inserted and the impedance showed to be within normal limits on multiple diagnostic tests. It was stated once the pin was taken out, reinserted and retightened, the impedance was within range. No additional relevant information has been received to date.

Event description:
It was reported that the patient was seen to have high impedance with no output current being delivered. The physician turned the stimulation off. Chest x-ray was taken and shows possible lead wire fracture per surgeon. The surgeon also stated he is not sure how that could have happened so an exploratory surgery with possible revision is planned, however no surgical intervention has been reported to date. No additional relevant information has been received to date.